Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR report #6000089-2007-01326. Clinical trial. It was reported that 388 days following a coronary artery drug eluting stenting treatment procedure, the patient underwent a CABG (coronary artery bypass graft) procedure. The index procedure identified and treated one restenotic lesion of the lima (left internal mammary artery) to lad (left anterior descending) graft measuring 2.5 x 35mm with 60% in-stent restenosis, mild calcification, and mild tortuosity. Direct stenting was utilized to implant two overlapping 2.5x24mm taxus express2 drug eluting stents. The taxus express 2 drug eluting stents were also overlapping a previously placed bare metal stent and a previously placed taxus express2 drug eluting stent. The stents were postdilated resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix. The patient underwent a CABG procedure consisting of lima to proximal lad 388 days following the index procedure. There was no in-stent restenosis. The investigator has reported the relationship of the device to this event as unk.